Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient running continuous blinatumomab at home via hospital at home pump. Blina infusing via ivad. Patient brought onto unit one with ivad broken, crack noted just above hub where injection cap is connected. Blood backflowing above ivad clamp. No other information was provided.